Event description:
Received unsubstantiated medwatch via medical products reporting program from an anonymous reporter. The report indicated initial reporter had received implants and subsequently experienced a wide variety of symptoms and diagnoses. The report does not indicate that the devices have been explanted, however does indicate the condition of implants as intact.